Event description:
It was reported to philips that the device experienced pads cable is worn out. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device experienced pads cable is worn out. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a pads cable was ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the pads cable, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.